Event description:
On (B)(6) 2011, an event was reported to cormatrix cardiovascular involving a reported delaminated cormatrix ecm for pericardial closure. On (B)(4) 2011, cormatrix cardiovascular received add'l info via a copy of form FDA 3500a that had been submitted by the hosp where the event occurred. Provided below are details of the event. Prior to implant, the cormatrix ecm for pericardial closure was cut to size and then soaked for approx 45 minutes, which is longer than the recommended 5 - 10 minutes per the product's instructions for use. The cormatrix ecm was fashioned and sutured into the pulmonary artery first and initially was brought out toward the ventriculotomy. However, the ecm was not long enough. The cormatrix ecm was transected along its mid-portion and some separation of the ecm was noted on the free-cut edge of the portion already sutured into place. A cormatrix cardiovascular sales rep advised the physician to use another cormatrix ecm patch; however, the physician went ahead and used the original ecm patch, despite the noted delamination. A new piece of ecm was brought from the ventriculotomy toward the area adjoining the transannular patch in order to re-approximate the delaminating edges. The add'l patch was sutured with 6-0 prolene suture and joined together with the initial patch. The right atriotomy was closed and the pt was weaned off bypass. An echocardiogram showed evidence of a partial obstruction of the pulmonary artery beyond the level of the pulmonary valve. The cormatrix ecm was removed and replaced with a hemashield finesse patch. The physician noted that the distal portion of the cormatrix ecm was dissected. While the exact cause of the event could not be determined, it is believed that blood flow between the suture lines and between the layers could have resulted in an undesirable inflammatory response that could have adversely affected the device performance. The cormatrix ecm product instructions for use (20067-030910) state that the ecm product is to be sutured to viable tissue; thus, the sewing of two ecm patches together is not recommended. Furthermore, cormatrix recommends that the ecm product be soaked for 5 - 10 minutes instead of the approx 45 minutes that was done in this case. The cormatrix ecm for pericardial closure is only indicated for reconstruction and repair of the pericardium. Although cormatrix has clearance for use as an intracardiac patch or pledget for cardiac tissue repair (cormatrix ecm for cardiac tissue repair k063349), it was the cormatrix ecm for pericardial closure product (k051405) that was used on this pt. It should be noted that the two ecm products are identical in composition and mfg processing, with the exception of being different sizes and having different indications for use.